Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax device or bard/davol sepramesh ip device. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol 3dmax and sepramesh ip. (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1). (B)(6) 2016 - the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventralight st (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿